Manufacturer narrative:
The embolic material was not returned as it was consumed in the event. There is no evidence suggesting that the device was defective, but rather a procedure and user technique related event. Per the instructions for use: difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. MDR related to this event: 2029214-2017-00381, 2029214-2017-00382, 2029214-2017-00383, 2029214-2017-00384, 2029214-2017-00385, 2029214-2017-00386, 2029214-2017-00387.

Event description:
Citation: multimodality treatment of brain arteriovenous malformations with microsurgery after embolization with onyx: single-center experience and technical nuances. Natarajan sk1, ghodke b, britz gw, born de, sekhar ln. Neurosurgery. 2008 jun;62(6):1213-25; discussion 1225-6. Medtronic received the following reports: patient 25 was reported to have an avm located in the frontal/ premotor, it was 7cm in size with 38.67 ml volume. Post embolization, the catheter was reported to have been stuck/ entrapped by embolic material. Surgery was conducted to successfully retrieve the catheter. Post embolization and resection, the patient recovered with left leg weakness, at 3 months the mrs was 1.